Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2017 with the following findings: during investigation, the original complaint of a blank display screen could not be duplicated. The pump powered on with a clear and legible display. Investigation did confirm moisture was present in the battery compartment. A leak test was performed and failed due to a battery compartment leak. Unrelated to the original complaint, investigation revealed the battery compartment contained cracks from the threads to case seal left of the grip pad, and below the grip pad to the case seal. The pump was opened and no further moisture was observed.